Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly.

Event description:
Customer reported that the buttons of the insulin pump are not working. The blood glucose reading is 6.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.